Manufacturer narrative:
Additional event information was received and is captured. This information does not change the original conclusion that was previously reported.

Event description:
Additional information received: approximately 5 months post implantation, the patient was treated by re-inflating the valve with a 24mm x 4.5 cm lomavista (bard) balloon. The patient is reported as "with a very good result" and the pvl reduced to trivial.

Manufacturer narrative:
(B)(4). Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the mechanisms described above are the likely cause of the pvl. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
It was reported that the patient underwent successful 23 mm sapien 3 valve via transfemoral approach. Preoperative and intraoperative EKG showed atrial fibrillation with right bundle branch block (rbbb). Intraoperative echo showed trace paravalvular leak (pvl), no central aortic insufficiency (cai) and valve in "good position." A 30 day echo revealed peak gradient 40.5 mmhg, mean gradient 19 mmhg, aortic valve area 0.95 cm2, ef 45-50%, moderate aortic regurgitation and moderate pvl and advanced biatrial enlargement. Treatment included discontinuation of diltiazem (for atrial fibrillation), starting lopressor. Five weeks later, the patient sought medical attention for shortness of breath, dyspnea on exertion (doe) and symptoms of chronic heart failure (chf). Bilateral leg and trace pedal edema was noted. Bnp was 530 (elevated). Chest x-ray indicated "mild congestion" and CT showed bilateral pleural effusions. Bp was 180/80 and cardiac rhythm was atrial fibrillation. Treatment initiated lasix 40mg bid.